Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8170462. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the submitted device was subjected to system drag force testing to identify any alterations in product performance; during the course of testing we were unable to identify any variance in the dimensions or performance of the submitted device. Based on the results of our testing, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text : see section h.10.

Event description:
It was reported that during use the needle disengagement was difficult with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: during usage, it's noticed that less blood flashback and needle disengagement difficult.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle disengagement was difficult with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: during usage, it's noticed that less blood flashback and needle disengagement difficult.